Event description:
The pt received her scs system on (B)(6) 2010. It was reported the pt is receiving stimulation. The pt has existing crps of the left lower leg and foot. It has been reported that programming is requested for better coverage. It was reported the pt will not agree to turn the stimulation off due to the pain with the stimulation off. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.